Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 2015 revision. While reporting a revision of the patient's right knee on (B)(6) 2020, surgeon reported the patient had a revision in 2015 due to a worn poly. Rep confirmed that no further information is available from the hospital or surgeon.